Event description:
It was reported a technical accident occurred. A nurse dropped the subject camera head device on the floor. There was no procedure being conducted. The device displayed no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Updated fields: b5, d4, d6a, d6b,d8, d9, d10, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d4, d5, e1 . D4 - lot # should have been blank. D4: expiration date. D5 - operator of device was corrected from ni to health professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in cable unit. A device history record (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device displayed no image. There were no reports of patient involvement.